Manufacturer narrative:
The customer reported that their central nursing station(cns) monitors are black, no light indicators on cns: no power to cns, patient monitoring was down for approximately one hour (2200-2300 pst), which impacted patient monitoring at cns, still able to monitor patients at the bedside monitors. No patient injury occurred. Nihon kohden technical service interviewed the nurse over the phone and found the cns was plugged into the ups and the ups is only showing one battery indicator. When the nurse moved the plugs from the ups to the power strip, the lcd displays on the monitors powered on. The customer is able to monitor patients at the cns. Nihon kohden qe investigation: the overall risk score is high. The reported device was not returned for evaluation. Nk tech support advised the customer to check the ups and replace it if it was defective. The customer was transferred to customer service. No further issues related to this ticket. The root cause for this issue is component failure. As the ups is not an nk device, a CAPA is not required. Manufacturer references file (B)(4).

Event description:
The customer reported that their central nursing station (cns) monitors are black, no light indicators on cns ->no power to cns, patient monitoring was down for approximately one hour (2200-2300 pst), which impacted patient monitoring at cns, still able to monitor patients at the bedside monitors. No patient injury occurred.

Manufacturer narrative:
The customer reported that their central nursing station (cns) monitors are black, with no light indicators on the cns, and no power to the cns. Patient monitoring was down for approximately one hour (2200-2300 pst), which impacted patient monitoring at the cns. They were still able to monitor patients at the bedside monitors. No patient injury was reported. Nihon kohden technical service interviewed the nurse over the phone and found the cns was plugged into the ups and the ups is only showing one battery indicator. When the nurse moved the plugs from the ups to the power strip, the lcd displays on the monitors powered on. The customer is able to monitor patients at the cns. Nihon kohden qe investigation: the overall risk score is high. The reported device was not returned for evaluation. Nk tech support advised the customer to check the ups and replace it if it was defective. The customer was transferred to customer service. No further issues related to this ticket. The root cause for this issue is component failure. As the ups is not an nk device, a CAPA is not required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns and is the device that experienced the failure: model #: 50042-77r serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. B6 adverse event - tests. B7 adverse event - history. G6 type of report. H2 if follow-up, what type? H10 additional manufacturer narrative. Manufacturer references file (B)(4).

Event description:
The customer reported that their central nursing station (cns) monitors are black, with no light indicators on the cns, and no power to the cns. Patient monitoring was down for approximately one hour (2200-2300 pst), which impacted patient monitoring at the cns. They were still able to monitor patients at the bedside monitors. No patient injury was reported.

Manufacturer narrative:
The customer reported that their central nursing station(cns) monitors are black, no light indicators on cns ->no power to cns, patient monitoring was down for approximately one hour (2200-2300 pst), which impacted patient monitoring at cns, still able to monitor patients at the bedside monitors. No patient injury occurred. Nihon kohden technical service interviewed the nurse over the phone and found the cns was plugged into the ups and the ups is only showing one battery indicator. When the nurse moved the plugs from the ups to the power strip, the lcd displays on the monitors powered on. The customer is able to monitor patients at the cns. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if or when additional information becomes available. Manufacturer references file: (B)(4).

Event description:
The customer reported that their central nursing station(cns) monitors are black, no light indicators on cns ->no power to cns, patient monitoring was down for approximately one hour (2200-2300 pst), which impacted patient monitoring at cns, still able to monitor patients at the bedside monitors. No patient injury occurred.